Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metal coil is embedded within the lumen of each fallopian tube proximally') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 8556333-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included rizatriptan benzoate (maxalt) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("pain/left lower abdomen pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), swelling ("rashes or skin conditions type: swelling around tattoo site"), fatigue ("fatigue"), alopecia ("hair loss my hair fell out in huge quantities, enough that I used clip in hair to hide how thin it was") and pelvic pain ("pain intense pain on left side when running/ chronic pain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced menopausal symptoms ("hormone issues") and polycystic ovaries ("pcos") and was found to have blood oestrogen increased ("hormonal changes describe: high levels of estrogen and unusual ratios of fh lsh simulating pcos") and blood follicle stimulating hormone abnormal ("unusual ratios of fh lsh"). On (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis") and pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain when moving or walking gradually worsening"), menopause ("perimenopause") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), cytoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, swelling, endometriosis and pelvic adhesions outcome was unknown and the abdominal pain lower, menopausal symptoms, blood oestrogen increased, migraine, fatigue, alopecia, polycystic ovaries, blood follicle stimulating hormone abnormal, pelvic pain, pain, menopause and headache had resolved. The reporter considered abdominal pain lower, alopecia, blood follicle stimulating hormone abnormal, blood oestrogen increased, depression, embedded device, endometriosis, fatigue, genital haemorrhage, headache, menopausal symptoms, menopause, menorrhagia, migraine, pain, pelvic adhesions, pelvic pain, polycystic ovaries, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic and perineal pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic adhesions. Most recent follow-up information incorporated above includes: on 27-nov-2019: new pfs received- new events added: headache, general abnormal bleeding. Outcome of events updated. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metal coil is embedded within the lumen of each fallopian tube proximally') in a (B)(6) female patient who had essure (batch no. 8556333) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included rizatriptan benzoate (maxalt) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("pain/left lower abdomen pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), swelling ("rashes or skin conditions type: swelling around tattoo site"), fatigue ("fatigue"), alopecia ("hair loss my hair fell out in huge quantities, enough that I used clip in hair to hide how thin it was") and pelvic pain ("pain intense pain on left side when running"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced the first episode of menopause ("hormone issues") and polycystic ovaries ("pcos") and was found to have blood oestrogen increased ("hormonal changes describe: high levels of estrogen and unusual ratios of fh lsh simulating pcos") and blood follicle stimulating hormone abnormal ("unusual ratios of fh lsh"). On (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis") and pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain ("pain when moving or walking gradually worsening") and the second episode of menopause ("perimenopause"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), cytoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, swelling, endometriosis and pelvic adhesions outcome was unknown, the abdominal pain lower, blood oestrogen increased, fatigue, polycystic ovaries, blood follicle stimulating hormone abnormal, pelvic pain, pain and the last episode of menopause had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, blood follicle stimulating hormone abnormal, blood oestrogen increased, depression, embedded device, endometriosis, fatigue, menorrhagia, migraine, pain, pelvic adhesions, pelvic pain, polycystic ovaries, swelling, vaginal haemorrhage, the first episode of menopause and the second episode of menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic and perineal pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic adhesions. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Reporter information,lot number,medical history, concomitant drug, lab data added. Events: hormonal changes describe: high levels of estrogen and unusual ratios of fh lsh simulating pcos, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: swelling around tattoo site, psychological or psychiatric problems condition: depression, migraines / headaches, reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis, pain, fatigue, hair loss, hormone issues/perimenopause added. Embedded device event added on 22-oct-2019: mr received. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metal coil is embedded within the lumen of each fallopian tube proximally') and salpingitis ('fallopian tube were inflamed') in a 43-year-old female patient who had essure (batch no: 8556333-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and migraine. Concomitant products included rizatriptan benzoate (maxalt) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("pain/left lower abdomen pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), swelling ("rashes or skin conditions type: swelling around tattoo site"), fatigue ("fatigue"), alopecia ("hair loss my hair fell out in huge quantities, enough that I used clip in hair to hide how thin it was") and pelvic pain ("pain intense pain on left side when running/ chronic pain"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced menopausal symptoms ("hormone issues") and polycystic ovaries ("pcos") and was found to have blood oestrogen increased ("hormonal changes describe: high levels of estrogen and unusual ratios of fh lsh simulating pcos") and blood follicle stimulating hormone abnormal ("unusual ratios of fh lsh"). On (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis") and pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pain ("pain when moving or walking gradually worsening"), menopause ("perimenopause"), headache ("headache"), renal disorder ("kidney issues"), mycotic allergy ("I am allergic to mold"), nausea ("sometimes nausea"), abdominal pain ("pain is typically around navel and stomach"), abdominal pain upper ("stomach pain"), dyspepsia ("burning in stomach"), gastrointestinal pain ("cramping in intestines/gi issues are painful"), ligament sprain ("sprained ankle"), pruritus ("I am started to experience burning/itching pain in my left leg"), uterine infection ("I had a horrific uterine infection"), abdominal adhesions ("adhere to my bowels"), procedural pain ("post surgical pain ") and noninfective oophoritis ("ovary were inflamed") and was found to have hormone level abnormal ("odd hormonal level"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), cytoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, salpingitis, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, swelling, endometriosis, pelvic adhesions, renal disorder, mycotic allergy, nausea, abdominal pain, abdominal pain upper, dyspepsia, gastrointestinal pain, ligament sprain, pruritus, uterine infection, hormone level abnormal, abdominal adhesions and noninfective oophoritis outcome was unknown and the abdominal pain lower, menopausal symptoms, blood oestrogen increased, migraine, fatigue, alopecia, polycystic ovaries, blood follicle stimulating hormone abnormal, pelvic pain, pain, menopause, headache and procedural pain had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, blood follicle stimulating hormone abnormal, blood oestrogen increased, depression, dyspepsia, embedded device, endometriosis, fatigue, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, ligament sprain, menopausal symptoms, menopause, menorrhagia, migraine, mycotic allergy, nausea, noninfective oophoritis, pain, pelvic adhesions, pelvic pain, polycystic ovaries, procedural pain, pruritus, renal disorder, salpingitis, swelling, uterine infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic and perineal pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic adhesions. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received- new events kidney issues, I am allergic to mold, sometimes nausea, pain is typically around navel and stomach,stomach pain, burning in stomach, cramping in intestines/gi issues are painful, sprained ankle, I am started to experience burning/itching pain in my left leg, I had a horrific uterine infection,odd hormonal level, fallopian tube were inflamed, adhere to my bowels, were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metal coil is embedded within the lumen of each fallopian tube proximally') in a 43-year-old female patient who had essure (batch no. 8556333-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included rizatriptan benzoate (maxalt) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("pain/left lower abdomen pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), swelling ("rashes or skin conditions type: swelling around tattoo site"), fatigue ("fatigue"), alopecia ("hair loss my hair fell out in huge quantities, enough that I used clip in hair to hide how thin it was") and pelvic pain ("pain intense pain on left side when running"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced menopausal symptoms ("hormone issues") and polycystic ovaries ("pcos") and was found to have blood oestrogen increased ("hormonal changes describe: high levels of estrogen and unusual ratios of fh lsh simulating pcos") and blood follicle stimulating hormone abnormal ("unusual ratios of fh lsh"). On (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis") and pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: adhesions and endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain ("pain when moving or walking gradually worsening") and menopause ("perimenopause"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), cytoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, swelling, endometriosis and pelvic adhesions outcome was unknown, the abdominal pain lower, menopausal symptoms, blood oestrogen increased, fatigue, polycystic ovaries, blood follicle stimulating hormone abnormal, pelvic pain, pain and menopause had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, blood follicle stimulating hormone abnormal, blood oestrogen increased, depression, embedded device, endometriosis, fatigue, menopausal symptoms, menopause, menorrhagia, migraine, pain, pelvic adhesions, pelvic pain, polycystic ovaries, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic and perineal pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic adhesions. Most recent follow-up information incorporated above includes: on 11-nov-2019: ¿update of information (batch is not valid).¿ not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.